Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Customer stated they have antiphospholipid antibodies (apas) syndrome. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The result of 5.0 inr alleged by the customer was not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. The occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek vantus meter serial number (B)(4) compared to the laboratory result. The laboratory reagent and analyzer was asked for but not known. The initial result from the meter was 5.0 inr. The repeat result from the meter with a different finger was 5.1 inr. The customer went to the laboratory and the result within 20 minutes was 3.8 inr. The customer's current condition was "good". The customer's therapeutic range was 2.0 - 3.0 inr.